Event description:
Healthcare professional reported right side "rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases and one extended opening. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, one opening sharp. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: one sharp opening in the side anterior assessed, as unidentified (tear) opening.

Event description:
Healthcare professional reported, right side "rupture". Device has been explanted.